Manufacturer narrative:
Zimvie complaint number: (B)(4). D4: additional device information unknown / not provided. D9: device availability unknown / not provided. D10. Concomitant medical products. Implant tsvwb11, lot: 1267935. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that during the prosthetic phase the screw of the abutment fractured and couldn't be removed. Despite multiple attempts using standard and advanced retrieval techniques, removal of the fractured screw was unsuccessful. The osseointegration of the implant was excellent and showed no signs of failure. However, due to the impossibility of removing the fractured screw and proceeding with the prosthetic restoration, the implant at tooth site 36 was removed.